Event description:
It was reported that the patient was experiencing pain at the paddle lead site. The patient underwent spinal cord stimulator lead replacement procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.